Event description:
Following a successful pulmonary chemo-embolization procedure with the surefire infusion system, the physician had difficulty fully re-sheathing the expandable tip. The physician pulled on the hypotube against resistance in an attempt to retract the expandable tip into the catheter. At that time, the expandable tip detached from the catheter. The expandable tip was seen under fluoroscopy in the embolized vessel. The physician determined that intervention was not necessary to retrieve the tip. There was no patient injury reported.